Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the pt experienced intermittent pump stoppages. The alarms seemed to occur when the pt was lying back somewhat in a partial supine position or lying on his back. Examination of percutaneous cable revealed no apparent issues with the external lead, although by feeling the cable, an area approx 7 inches from where the beginning of the metal barrel connector it felt as though the driveline may have been crushed at some point in the past. The pump was exchanged on (B)(6) 2012. According to the hospital's assessment of x-rays taken, the break was suspected at the pump end bend relief portion of the percutaneous lead.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. The MFR has implemented a design improvement to the pump end bend relief, which was approved via a PMA supplement. The attached user facility report was received from the intermacs registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.